Manufacturer narrative:
(B)(4). The reported neurological deficit/dysfunction is a known adverse event listed in the acculink instructions for use. In this case, the neurological deficit/dysfunction was treated with medication and hospitalization. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event (ae): neurological deficit. Time of adverse event: post procedure. Device issue: none it was reported via trial that 5 days post successful stent implantation in the left internal carotid artery the patient was hospitalized with recurring episodes of right sided weakness. Concomitant medication included plavix and aspirin. Platelet function assay showed low inhabitation; therefore, plavix was discontinued and effient was started. CT scan of the head showed no acute findings consistent with stroke. The weakness resolved without treatment by the time of discharge, 4 days later. The discharge diagnosis was transient ischemic attack vs low grade stroke. Though requested no additional information was provided.